Manufacturer narrative:
Ous MDR.

Event description:
Ous MDR - after in implantation time of about 55 months, the ICD could not be interrogated. No deterioration in the pt's state of health was reported. The device was explanted. The date of implant was not provided.